Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 4 of 4. Treatment was canceled and fluid was discovered on the external of the cassette. There was fluid found in the pump module area of the cycler. Patient was able to revert to manual treatment. Patient was advised to let the cycler dry overnight and try it the next day for the next treatment. In a follow up, a nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry overnight and has been using it since with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during drain 4 of 4. Treatment was canceled and fluid was discovered on the external of the cassette. There was fluid found in the pump module area of the cycler. Patient was able to revert to manual treatment. Patient was advised to let the cycler dry overnight and try it the next day for the next treatment. In a follow up, a nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler dry overnight and has been using it since with no further issues.